Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had shingles twice and ¿they were both in her legs and she had to turn the stimulator off both times.¿ it was noted that it was ¿last july and last (B)(6) 2013.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the reason the patient had to turn the device off was that she had shingles on the left leg from the knee down. The shingles were reportedly not related to the device. It was reported, the patient turned stimulation off for 2 weeks with each outbreak due to feeling a tingling sensation down her leg, described as ¿creepy crawlies under her skin.¿ the issue reportedly resolved when the patient¿s shingles went away and the device was turned back on.

Manufacturer narrative:
Product ID 3888-45, lot# v207492, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3888-45, lot# v207492, implanted: 2009 (B)(6); product type lead product ID 37082-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).